Event description:
The customer received a complaint from the pharmacy about a qms gentamicin immunoassay result being too high for a trough sample for an infant patient. Upon repeat testing, the result was lower. Upon investigation, the customer stated they had the same issue on another sample from a couple of months ago. For a sample on (B)(6) 2016, the initial result was 2.5 ug/ml and the repeat result was 6.0 ug/ml. For the infant patient sample on (B)(6) 2016 or (B)(6) 2016, the initial result was 2.9 ug/ml with a data flag and the repeat results were 1.2 ug/ml and 1.2 ug/ml. The erroneous results had been reported outside the laboratory and the pharmacy notified the laboratory that the results were not correct. The repeat results were believed to be correct. The patients were not treated based on the erroneous results. There was no adverse event. The reagent lot number was 72333359 with an expiration date of 11/30/2016. This reagent is manufactured by thermo fisher. Roche diagnostics does not have medical device reporting responsibility for this product. The field service representative could not find a cause. He checked the instrument and the customer ran calibration and qc with results within specifications. While investigating gentamicin qc issues, the field application specialist found the qc priming sample was not set up. An extra qc sample for the assay was created and the qc has been stable. The customer removed the old reagent pack and left the standby pack on the analyzer, they loaded fresh reagent and calibrated with a fresh calibrator. They have had no further problems and will continue to monitor.

Manufacturer narrative:
The investigation checked the history of the instrument and did not find any abnormalities. No problem was found with the roche product.